Manufacturer narrative:
Patient codes: 3191-mesh migration,3189-surgical intervention. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to recurrent ventral hernia, adhesions and mesh migration. It was reported that the patient underwent mesh revision on (B)(6) 2014 due to obstruction, adhesions, inflammation, abdominal pain, nausea, vomiting and diarrhea. Mwr-28082020-0000794099 submitted for adverse event which occurred on (B)(6) 2012. Mwr-28082020-0000794103 submitted for adverse event which occurred on (B)(6) 2014.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.